Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. All available information was investigated, the entrapment of device resulting in foreign body in patient appears to be related to user technique/procedural circumstances. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report device entrapment and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted large prolapse with a rotated heart, and the patient underwent a mitraclip procedure to prepare for open heart surgery. The clip delivery system (cds) was advanced to the mitral valve; however, the clip became caught in the chordae. Troubleshooting was performed, but failed. The clip was not freed and the clip was deployed in an unintended location. A second clip was deployed to further reduce mr. Due to the location of the jet, it was not possible to place the clip closer for a better mr reduction. The arterial pressure was 50% reduced. Two clips were implanted, reducing mr to 3. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.